Event description:
The device was used during an unspecified laparosocpic procedure. Reportedly, the trocar tip did not retract and punctured the mesenteric vein. The surgeon converted the procedure to a formal laparotomy.